Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4) same patient, same side. Patient received knee-tep right side. Revision because of patella implant upgrade and because a swab was left in surgery site during initial surgery. In addition the inlay was changed without notifying patient. Update rec'd 28 april 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain in the entire posterior musculature. At this time, the patella and insert are being reported.

Manufacturer narrative:
Conclusion and justification status: the complaint states (B)(4) same patient, same side. Patient received knee-tep right side. Revision because of patella implant upgrade and because a swab was left in surgery site during initial surgery. In addition the inlay was changed without notifying patient. A complaint database search did not identify any anomalies. The x-rays were reviewed no implant disassociation or fracture was noted. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.